Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit display, upper hinges and cover is damaged.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1(initial reporter, event site email), e2, e3, g3, g6, h2, h6(health effect ¿ clinical & impact code), h10, h11. Corrected fields: h8. Additional contact information: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit display, upper hinges and cover is damaged. There was no patient involvement.